Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening. (B)(4) applies to the lead. (B)(4) applies to the ens. (B)(4) applies to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the patient had bladder spasms and they were not sure it was related to the stimulation from the external neurostimulator (ens) or not. It was unknown if any surgical intervention had occurred or was planned. It was unknown if the issue was resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated. Additional information was received which indicated that the patient and manufacturer representative (rep) determined that the patient's leads had come out. It was further indicated that the patient's leads were moved by the patient's healthcare provider (hcp) and the patient had "a rough day because of it." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.